Event description:
During a synchronized cardioversion 10/6/97 defribrillator malfunctioned twice at synchronized 300 joules. There was a loud pop each time and a 3-4" blue arch seen coming off the pt. Paddle by 2 personnel and an arch between the paddles seen by one person. 10/7/97 the machine was sent in for checking & repair. 3 tests were performed upon it , nothing wrong. A further test showed the pcb display changes had a low charge. Testers opinion was there was no idea why this happened. Tests showed nothing wrong with the paddles. Tester thought maybe there was a leak between gel pads or the pads were touching or touching an EKG electrode.